Event description:
It was reported that this pacemaker exhibited intermittent undersensing of right atrial (ra) lead on presenting electrogram (egm) and then functional loss of capture since heart in refractory. Low amplitude was also noted. Programming options were discussed and recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.